Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. After completing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that the paddles lead ECG went to dashed line during transport. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that the paddles lead ECG went to dashed line during transport. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device's electronic records and the patient's electronic records were reviewed by a stryker customer quality engineer (cqe). The cqe was able to verify the reported issue through the patient's electronic record. However, a conclusive root cause cannot be determined.